Manufacturer narrative:
Technician checked the spring latch and pin latch and they were dirty. Technician cleaned and lubricated the latches to resolve the issue.

Event description:
Technician alleged that two side rails, the left foot and the right head, were not locked.